Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the two segments of the lead was performed. The insulation was cut and then torn around the lead circumference 223 mm from the terminal pin. The anode conductor coils are stretched in both segments and extend beyond the terminal segment insulation. Both filars have been cut. X-rays were performed on each segment and no anomalies were noted in both the terminal pin and electrode tip areas. Due to the extensive damage of the lead segments, no further analysis could be performed. Laboratory analysis determined that the lead insulation had been accidentally nicked or cut during the implant procedure; the insulation tore the rest of the way around the lead circumference when traction was applied.

Manufacturer narrative:
Both sections of the lead are expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, no visible anomalies were noted when it was removed from its packaging and all measurements taken on the pacing system analyzer (psa) were within normal parameters. When this ra lead was connected to the header, the physician noticed an issue with the insulation. The physician gently pulled on the lead and the lead broke in half. The portion of the ra lead that was still in the patient's heart was able to be removed from the patient. No adverse patient effects were reported.